Event description:
Patient present to the emergency department due to lightheadedness. Atrial bipolar lead impedance warning on (B)(6) 2023 due to low impedance measurement. Appears to be a going occurrence. Ra lead undersensing was noted. Rwave amplitude sensing dropped in half since last session and are steady at the lower amplitude. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5147400.